Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and restarted the device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.